Event description:
It was reported the patient was admitted to the hospital due to "feeling some paresthesia, nausea, vomiting and vertigo". The patient recently had a dose change on (B)(6) 2014 and the healthcare professional (hcp) believed the dose was too high and wanted to decrease it. The pump contained morphine.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(6).